Manufacturer narrative:
Site sent in exams, but engineers were not able to load them on the stealth. This issue occurred only one time. Media_io version used at site has been upgraded. This issue was not reproducible in-house, no further investigation as no other exams sent in.

Event description:
A medtronic rep reported the site is experiencing issues, when loading multiple exams from the same pt. They load one exam and perform a procedure. Then load a second exam at a later date, which has the same pt name, and it automatically gets combined with the original exam. When they select the most recent exam, the 2d images are correct but the 3d model and registration from the original exam are there. No impact on pt outcome reported.